Manufacturer narrative:
(B)(4). The customer reported that the tip/cap came off the (B)(4) reusable esophageal/rectal temperature probe during removal of the probe from the pt and remained inside the pt. No pt harm was reported. The probe was inserted rectally, and it was reported that no action was to be taken. The cap would be allowed to pass naturally. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the tip/cap came off the (B)(4) reusable esophageal/rectal temperature probe during removal of the probe from the pt and remained inside the pt. No pt harm was reported.